Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: ten minutes chemo supposed to beep occluded when blue ball in tubing chamber occludes. Blue ball never occluded. So line drew air until pump caught air in line below infusion pump. Air was in line before flush; flush was then added and given via gravity.

Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one sample (model #11522558) was returned from the customer. It was reported that line drew air until pump and caught air in line below infusion pump. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed successfully with saline. After priming, the set was drained to see where the ball would land. The ball landed where it should at the bottom of the drip chamber, and did not allow air in the line. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 11522558 lot number 21066326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: ten minutes chemo supposed to beep occluded when blue ball in tubing chamber occludes. Blue ball never occluded. So line drew air until pump caught air in line below infusion pump. Air was in line before flush; flush was then added and given via gravity.